Manufacturer narrative:
E1: initial reporter phone no.check spelling: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bubbles were observed in line from port 5 of an em2400 valve set. This occurred prior to use. There was no patient involvement. No additional information is available.